Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since half a year, the users hearing impression became fluctuating. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient, who was implanted in the ukraine but followed up and explanted in germany, had satisfactory hearing perception with the device at the beginning. However, after about half a year, his hearing impression with the device became fluctuating. The recipient has been reimplanted on (B)(6) 2022.